Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47-49 mg/dl, shakiness, cloudy vision, and weakness. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg was treated via consumption of carbohydrates and nasal glucagon. Pump data review by tandem clinical support confirmed the pump was functioning as intended.